Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of a 7 cm abdominal aortic aneurysm in 2002. The aneurysm neck was reported to be short at approximately 1.4 cm with an anterior angulation. The aneurysm neck was approximately 22 mm in diameter. Vessel morphology is unk. The pt has a history of severe coronary artery disease with two previously placed stents in the left anterior descending coronary artery. The pt was brought to the operating room and prepped and draped in the usual sterile fashion. The right common femoral artery was isolated, and the aneurysm was cannulated and visualized. The left common femoral artery was isolated, and the aneurysm was cannulated and visulalized. The left common femoral artery was isolated. A 22 french sheath was inserted into the right femoral artery, and a 16 fr sheath was inserted into the left femoral artery. The bifurcated stent graft was inserted through the right side and partially deployed with a crossover technique just below the lowest renal artery, which was the left renal artery. The contralateral limb was cannulated, and a 16 mm diameter x 11.5 cm length iliac limb was partially deployed. Both devices were then fully deployed and the runners removed. It was reported that the bifurcated stent graft was pulled down slightly during the procedure due to the neck angulation. A 16 mm diameter x 8.5 cm length limb was also deployed on the right side to the origin of the right hypogastric artery. At this point, the fluoroscopy c-arm malfunctioned, precluding any digital subtraction imaging; however, a standard unsubtracted image demonstrated proximal flow into the aneurysm sac and movement of the stent graft into the aneurysm. The physician expressed concern that there was not adequate length to place a proximal aortic cuff and not cover the renal arteries. There was no evidence of extravasation from the aneurysm, and good flow was noted through the stent graft. Because of the c-arm malfunction, the decision was made to abort the procedure and convert the pt to open surgical repair of the aneurysm at a later date. The open aneurysmorrhaphy was performed on an unk date, and the pt is reported to be fine.